Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump received cosmetic damage(crack at back and side of pump). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Unit received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. In summary, customer allegation for cosmetic damage(crack at back and side of pump) was not confirmed during visual inspection however, cosmetic damage (scratched case) was noted. Unit received with frozen display (flashing medtronic logo) after battery installation. Swapped pcba 2 with test pcba2 and unit powered up properly after battery installation, problem isolated to pcba 2. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.